Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint is not known; a sample was not returned for this event. An internal investigation has been opened to address complaints of a similar nature. (B)(4).

Event description:
A nurse reported that since early (B)(6), five surgeons have complained of difficulty correctly placing the sleeve on the I/a (irrigation/aspiration) or us (ultrasound) tip. The sleeves are very delicate and break during placement. Additional information was received in a completed questionaire, which indicated that the events were first identified from (B)(6) 2013. It was also reported that the sleeves become blocked. There was no patient impact reported. No further information was provided when requested.